Event description:
It was reported that during an arthroscopy, the tip of the 'endoscopic cannulated drill bit' blew off in the patient and had to be removed separately. The pieces were removed with grasper and using suction. The procedure was completed with a s+n back up device. A delay greater than 30min took place and no further complications were reported.

Manufacturer narrative:
Internal complaint reference: case-(B)(4).

Manufacturer narrative:
Correction on d4 and h5.

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A visual inspection of the returned device found that it is not in its original packaging. Two devices were returned, and they were in a package identifying the complaint device as part number 7207315, and lot 2080457. Device one is the reported cannulated drill bit. The distal end of the bit is fractured from the shaft of the device, and the blades are flared outwards. The blades are severely deformed and have deep abrasions. There is debris on the device. Device two is an unidentified drill pin, and is is bent about halfway up the shaft. There is debris on the device, and there are no markings or identifiers. Since no patient injuries are being reported no further clinical/medical assessment is warranted at this time. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include an application of unintended inappropriate or excessive force to the device, attempted correction of a damaged device, or an impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.